Event description:
The facility representative contacted baxter to report a flogard infusion pump in which the power cable is broken. There was no patient involvement. The event occurred upon power up in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with power cable broken was confirmed during product evaluation. The root cause of the reported problem was determined to be broken ac power cord. Appropriate action was taken to correct the reported problem by replacing the ac power cord. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.